Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they weren't sure what caused the zapping. It would happen while laying down charging it. It had happened approximately 3 times then again 1-2 times while their back was on a hard surface. Other times it would just happen when they were sitting. They indicated that the issue was not resolved. They just don't lay down when charging anymore or place their back on a hard surface. They will place a cushion between their back and surface and they no longer lay down to charge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the implant is zapping her every other day for about 2 weeks. Patient stated the zapping is going up under her lungs and down to her ankle on program 2 or 3. Patient reported they can't use the therapy while walking or doing any yard work. Patient stated they have adjusted and turn off therapy but that is not helping. Patient stated her hcp ofc told her to contact the local rep. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.